Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate high voltage (hv) therapy. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal. The ICD delivered inappropriate shocks and anti-tachycardia pacing (atp), which resulted in the induction of ventricular tachycardia (vt). The ICD successfully converted the rhythm back to sinus with two additional shocks. The ICD was reprogrammed. The patient was discharged.